Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced both hypoglycemia and hyperglycemia while using the ilet system, associated with missed meal announcements and delayed meal entries that occurred more than one hour after eating, which led to overlapping automated corrections and user-announced boluses and, at other times, no meal insulin, resulting in high glucose. Symptoms included documented low and high blood glucose ranging from 39 mg/dl to 328 mg/dl, without loss of consciousness or other acute complications. Outcomes included approximately 4.5 hours below range and 6 hours above range, with self-treatment using oral glucose. Investigation included a review of device data and user logs, troubleshooting, and user education regarding correct timing for meal and snack announcements. Investigation of this case revealed user-related factors, specifically delayed and missed meal announcements leading to insulin stacking and subsequent glycemic excursions. It was concluded that the device functioned as designed and that user technique contributed to the reported events, with no device malfunction identified.